Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Analyst commented, recommended replacement time (rrt) alert was triggered on (B)(6) 2015. Daily battery trend data shows gradual rise/varying battery impedance. Premature rrt alert, without corresponding battery depletion. (B)(4).

Event description:
It was reported that during use of implantable cardiac monitor (icm), a longevity issue was detected by data transmission noted alert triggered for recommended replacement time (rrt) and end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.